Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged and damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Event description:
New information received notes, the dislodgment of the lead and the bending of the lead body was confirmed via fluoroscopic images taken during the procedure. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and ¿bending of the lead body¿. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported event of ¿bending of the lead body¿ was confirmed. Visual inspection found the outer insulation cut and lead bent at the proximal region. The cause of the reported event of ¿bending of the lead body¿ is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any other anomalies.